Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? If staples were delivered into tissue were they formed in the proper closed b-formation? If not, please explain. Or, was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a sigmoidectomy the scrub tech handed the surgeon the device. When the surgeon closed the handle to fire the device he heard a loud crunch. After which the device could not be reopened. The manual over ride was tried and the surgeon could not get it to work. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data- not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Yes or, did the device partially fire (start to deploy staples and cut but could not be completed)? If staples were delivered into tissue were they formed in the proper closed b-formation? No staples deployed. If not, please explain. Or, was the device locked on tissue with the jaws closed? If yes, how was the device removed? I had the surgeon manually pull the knife blade back into the housing and open the device. Did the jaws eventually open? Yes.